Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptom for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the patient has suffered two episodes of peritonitis, with documented history of poor adherence to aseptic technique. In addition, due to her events of peritonitis, the patient was not achieving enough dialysis clearance, leading to symptoms consistent with uremia. There is on history of device malfunction or fluid leaks which could have caused or contributed to the events of peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by a break in the aseptic technique.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized for peritonitis, per pd nurse heather, due to "bad habits" not washing hands and not wearing a mask during ccpd treatment on a liberty cycler. There were no reports of fluid leaks or liberty cycler issues that caused the peritonitis event. Per heather, the use of the liberty cycler did not cause or contribute to the peritonitis and subsequent hospitalization.